Event description:
The pt was implanted with a left ventricular assist device (lvad). During a routine transplant procedure, the surgeon reportedly noted that the outflow graft bend relief was partially detached. There was no report of alarms or pt symptoms prior to the heart transplant. The pt was successfully transplanted without issue.

Manufacturer narrative:
According to the info provided to the MFR, the explanted lvad was disposed of by the hosp. These reports of disconnection of the bend relief from the sealed outflow graft are being addressed through the MFR's corrective/preventative action sys and an urgent medical device correction notice ((B)(4)) was sent to customers. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.